Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot#: v009407, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The entire scs system was removed on (B)(6) 2020 because it got infected.